Event description:
It was reported that during an unknown procedure, the white tissue pad fell off into the patient. It is unknown whether the tissue pad was retrieved. It is unknown as to how the case was completed. There was no adverse consequence to the patient reported. One device will be returned. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.